Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant. Initial report was submitted 03/03/2021 but did not pass FDA gateway. This is the initial and final report.

Event description:
Implant fracture.